Manufacturer narrative:
Continuation of concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They restated information previously reported. They also reported now the ins just was not working anymore and was not giving them any relief. They stated at their last doctor¿s appointment visit the ins was hardly working. They stated they can go from 1.5 to 2 weeks where the ins does not use any electricity, the ins battery does not deplete like normal. They stated the battery was showing this behavior at the doctor¿s office while the manufacturer representative (rep) was present and readjusted the device to run on the other lead but now the ins was just doing anything and a lot of the symptoms that were previously cured were back. The patient was redirected to a healthcare professional (hcp) and they stated they have an appointment for june 12th. The patient stated a rep was trying to work with the patient¿s insurance to either get the device replaced or go in there and fix things. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator ins for non-malignant pain. The patient reported that they had inconsistency in stim therapy since 2018. The patient reported that sometimes stim therapy will "cruise along" - then they will feel the "stabbing pain" more than normal ¿ they will get the programmer to adjust the stimulation and as soon as the controller touches the ins site they will feel a difference in therapy without making an adjustment to the stimulation. It was reported that the stimulation gets weaker and stronger at different times. The rep reported that that they had impedances run- electrodes 0-7 out of range >10000 ohms. The rep reported that the device was reprogrammed, and paresthesia covered all pain areas using functional lead. It was reported that issue was resolved.